Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn. In the adverse reaction section of the instructions for use for this product states that: possible complications include seroma, adhesions, hematomas, inflammation, extrusion, fistula formation and recurrence of the hernia or soft tissue defect. The warnings section of the instructions for use states: if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.

Event description:
It was reported that after doing the incision hernia repair in 2007, surgeon find the incision couldn't heal up and have infection, then open incision and find small intestine fistula in approx four months later, and mesh have fold. Memory ring also fold and touch intestine.